Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 3795 pulses. The needle mechanism was reset and fired properly during the investigation. The distal tip of the soft cannula had been ripped off and bends were observed on the exposed portion of the soft cannula. The timing and cause of this damage is unknown. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The formed needle was inspected and no abnormalities were found. Although no damage was found on the formed needle, the reported event could not be determined.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent; the pink slide also did not move forward, which is indicative of a needle mechanism failure. Patient tested for trace amount of ketones and reported slight skin irritation at the site. As treatment, a manual injection of insulin was delivered and a new pod was applied.